Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the device history review and the product was released according to acceptance criteria. Because a sample was not returned and no evidence of nonconformity could be found in the lot record review, the root cause for the dull knife experienced by the customer cannot be determined. The most likely cause of dullness is damage to blade. However, based on the information above it is unlikely that the damage occurred during the manufacturing process. Some potential causes are reuse, improper handling by the customer, improper handling during shipping, or contact with another instrument on the instrument tray during procedure setup. Because the root cause is unknown and no malfunctions were confirmed, no similar incidents can be identified. All knives are 100% inspected by trained operators using a minim of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A hospital pharmacist reported that the knives included in their packs did not cut. A surgeon attempting to use the knife would find that it was not cutting and switch it out for a stand-alone knife. There was no patient harm reported.